Event description:
The user had an accident with her tdxsp2 power wheelchair, during which she was injured. When they crossed the road with the wheelchair, the control system had an error message and the wheelchair subsequently crashed into a "house wall. In the process, the user suffered a multiple fracture of the left foot.

Manufacturer narrative:
This record is being filed due to an event that occurred in (B)(6) with an tdx-sp2 wheelchair. This record was created due to the us manufactured tdx-sp2 wheelchair being similar in design and would likely to have the same outcome as this event. Invacare (B)(6) has requested additional information, regarding what error code the controller displayed and what medical treatment the consumer received. If additional information becomes available a follow-up will be sent.